Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the repair history record found no deviations that could have caused or contributed to the reported issue. Per the repair history, the device was refurbished on september 09, 2022. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to a damaged charge-coupled device (ccd) cable in the bending section but the cause of the damage could not be specified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information was requested from the reporter. The device was evaluated, and the reported issue was confirmed. The image disappeared when the bending section was angulated in the down position. The bending section cover adhesive had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope presented no image. The issue was detected in the operating room. No patient injury or procedure impact reported.